Event description:
It was reported by marketing to post market surveillance on 2007-01-02 that a literature review performed in january, 2007 revealed an article reporting two incidents of hyperoptic shift following uneventful phacoemulsification and implantation of a staar collamer one-piece iol. Neither incident was reported to the manufacturer by the surgeon; however, they represent reportable events in that the lenses were removed and replaced in a subsequent surgery. This complaint document case I reported in the article complaint # 411427 documents case 2. A woman was implanted with an iol (cc420bf, +23.5 d, 119.0 a-constant) for a symptomatic cataract. On the first day, ucva was 20/20. By 1 week, it had dropped to 20/60 and continued to decrease. Upon examination (approx 1 month post-op), the ucva was 20/125, improving to 20/20 with +1.75 +0.50 x 120. Note: similar surgery with a similar iol power had been performed in the fellow eye and an immediate and stable ucva of 20/20 was achieved. Slit lamp findings found nothing abnormal in the anterior segment and a secure wound. The iol was centered in the capsular bag but appeared to be bowed posteriorly. The posterior surface of the lens was apposed to the surface of the posterior capsule, while the intact capsulorhexis margin showed mild fibrosis without appreciable contracture and rested in a different focal plane approx 1.5mm anterior to the anterior surface of the iol. The capsulorhexis was approx 4.5mm in diameter. The fellow eye remained stable. The collamer plate-haptic iol was exchanged for a 3-piece acrylic poster changer iol (acrysof ma60ac, alcon laboratories). The ucva was 20/40 at 1 day and 20/20 at 1 week. It remained stable at the 6-week follow-up examination.